Event description:
It was reported to philips that upon rebooting the system after a power failure, it took multiple reboots to boot successfully. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that upon rebooting the system after a power failure, it took multiple reboots to boot successfully. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and tried rebooting the system but there was no change to the issue and requested onsite support. The philips field service engineer (fse) checked the system logfile onsite and found that system lost power at 4 am due to facilities power issue and took several reboots for system to boot up properly. The fse confirmed that the dept had several power outages during the night before the issue was discovered which caused the issue with the flex vision pc booting properly. To resolve the issue, the customer rebooted the system a couple of times. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.